Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing duodenal ablation on a radical gastrectomy, the stapler was able to fire but there was incomplete staple line. It was stated that the patient received chemotherapy or radiation therapy. There was no patient injury.